Event description:
It was reported that there was a greenish/black substance coming from the handpiece prior to use. There were no adverse consequences and no medical intervention. A back-up device was retrieved for use without surgical delay.

Manufacturer narrative:
The device will not be returned to the MFR for eval.